Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (frequent gong alarms, service code 204: belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed functionality testing. The cause for the failure was isolated to extensive corrosion in the distribution node, ECG cables, and trunk cables. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms and service code 204: belt/monitor unusable.